Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that the first ins that was implanted in (B)(6) 2019 stopped working and helping with the patient symptoms control. And a second ins was implanted. No further complicated was noted or anticipated.